Manufacturer narrative:
Devcie is a combination product. Device evalauted by MFR.: synergy ous mr 4.00 x 32 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal struts were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reproted that stent damage occurred. The 95% stenosed target lesion was located in the mid right coronary artery. A 4.00 x 32 synergy drug-eluting stent was advanced but could not cross the lesion. The stent struts were found lifted up during withdrawal. The procedure was completed with a different device. There were no patient complications and the patient's status was stable.

Manufacturer narrative:
Devcie is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the mid right coronary artery. A 4.00 x 32 synergy drug-eluting stent was advanced but could not cross the lesion. The stent struts were found lifted up during withdrawal. The procedure was completed with a different device. There were no patient complications and the patient's status was stable.